Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 35867243, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) procedure was abandoned mid-procedure due to a cerebrospinal fluid (csf) leak occurring during the placement of the first lead.

Manufacturer narrative:
(Sc-2317-70; (B)(6)); the returned lead was analyzed and visual inspection of the distal array revealed that it was kinked between electrodes no.9 and no.10. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. With all the available information, boston scientific concludes that the damage to the lead is a result of a typical explant procedure, and it is not considered a failure. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, this investigation is assigned a probable cause of known inherent risk of device. (Sc-1232; (B)(6)); the returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. (Sc-4318); the returned click anchor was analyzed, passed visual inspection.

Event description:
It was reported that the patient's spinal cord stimulation (scs) lead permanent procedure was abandoned mid-procedure due to a cerebrospinal fluid (csf) leak occurring during the placement of the first lead.